Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries as a pair. Then the fse verified the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer, and cleared for clinical use. The initial reporter named, (B)(6), is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
During a routine a preventive maintenance (pm) the field service engineer (fse) found the battery in slot #2 portable run time was not within factory specification. The defective battery was removed. The fse ordered a new battery, and will return to for repair upon arrival. The logs cleared during pm and were unavailable for review. There was no patient involvement. There was no death or injury reported.